Manufacturer narrative:
The illuminator has been evaluated by the failure analysis (fa) team. Fa was able to confirm via logs and reproduce the reported complaint during in-house testing. During visual inspection, no issue was found that was related to the report issue. The illuminator was installed onto a golden system where the failure was triggered not ignited indicating fault on the illuminator. As a result of these findings, failure analysis was able to conclude that the illuminator was found to be the root cause of on the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and reseated the illuminator lamp module to resolve the issue. The system was tested and verified as ready for use. On a later date, the fse returned and replaced the illuminator. As of the date of this report, the illuminator has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the illuminator had no light output and system report error 48245. The tse guided the customer to reseat the lamp module. However, the customer had swapped to the backup illuminator to continue the procedure. The procedure was completed with no reported injury.